Manufacturer narrative:
Continuation of medical devices: 459888 lead implanted (B)(6) 2017 product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data were missing/invalid. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a reset occurred on the cardiac resynchronization therapy pacemaker (crt-p) that cleared the rate and percentage pacing data. Follow up concluded no intervention has been performed and the device remains in use. No patient complications have been reported as a result of this event.